Event description:
It was reported that the device had an unidentified critical error message. It was also noted that the device displayed a bright red one saying something to the effect of "don't use the machine. Consult a technician". The procedure was not completed due to this event. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.